Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had an infected sore from an implanted pacemaker that had been removed. The patient reported that per his physician's orders, he was not wearing the lifevest for a few hours each day as they did not want the lifevest to interfere. The medical outcome of the patient's sore is unknown. There is no indication that a device malfunction caused or contributed to the reported skin irritation.